Event description:
It was reported that a hilo endotracheal tube cuff deflated. It was reported that the respiratory therapist added air to the cuff some time before it deflated and the patient was re-intubated.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.